Event description:
It was reported that during a meniscal repair surgery the fast-fix 360, after t1 was implanted, t2 fell off. Finally, t2 was removed out and a backup device was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is reasonably good condition. The complaint said: ¿after t1 was implanted, t2 fell off¿. T1 was not returned. T2 and partial knotted frayed and shear cut suture were returned. There is slight twist of the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Inadvertent damage to the needle can bind or release the anchor when not intended to. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found for the inability to secure the anchor at the chosen location. No root cause related to the manufacture of the device can be confirmed.